Event description:
A balloon ruptured on the first inflation above its rated burst pressure during an arteriovenous hemodialysis fistula graft dilatation procedure of the venous anastomosis. During withdrawal of the balloon through the introducer sheath, resistance was encountered. Continual exertion resulted in a break in the shaft extrusion just proximal to the balloon attachment in the sheath. The detached balloon segment and sheath were removed as a unit. Another balloon catheter was used to successfully complete the procedure and there were no patient complications involved. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the catheter was received in two pieces. The catheter shaft was broken 7.6cm from the distal tip. The area of separation on the distal segment displayed rough edges. The proximal poriton of the shaft appeared slightly elongated at the area of separation. The balloon was torn longitudinally 2.2cm beginning 1.2cm distal to the proximal ro marker extending to 8mm proximal of the proximal ro marker. Scratches and chatter marks were noted on the balloon surface. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to by pass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate against resistance, an elongated shaft, as well as contact with a sharp external source, scratches and chatter marks on the balloon surface. It was also indicated resistance was encountered during withdrawal of the device and that continual exertion resulted in catheter shaft breakage, and the device was inflated and ruptured beyond its rated burst pressure. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "the rated burst pressure should not be exceeded...inflation in excess of rated burst pressure may cause the balloon to rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel.